Event description:
The customer reported that she wasn't feeling well and when she checked the insulin pump she noticed a bolus a bolus of 19.8 units in the bolus history that she did not program. The customer stated that she did not press any buttons at all and did not know how that bolus was programmed. The customer's insulin pump was out of warranty and she was given her out of warranty options. The customer declined a replacement insulin pump at this time as she is already in the process of upgrading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.